Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Physician reported with a description of intraocular lens stuck inside the preload device. Additional information has been requested.

Manufacturer narrative:
Additional information provided in b.5., d.1., d.3., d.4., g.9. And h.11. D.3. Product manufacturing site updated due to receipt of additional information received. G.9. Manufacturer report number corrected and reported under 9681121-2025-00034 for mfg pt. Ciba vision batam. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received where it is confirmed that timing of the event was before surgery upon opening.